Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (b)(46 2016, to report a hospitalization that occurred on (B)(6) 2016. Patient cannot give any information with regard to the hospitalization. Patient reported hospitalization was due to a work related accident that is being investigated. No additional event or patient information is available.